Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA alleging that the patient's onetouch ping meter displayed an error 7 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2016 at 4:00pm. The patient manages his diabetes with an insulin pump. The reporter stated that the patient took exercise in response to the alleged product issue (date/time not provided). The reporter claimed that the patient developed the symptom of "headache" 3 hours after the alleged product issue began. The reporter stated that the patient received unknown self-treatment at 9:00pm on the same day. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The reported symptom does not meet lifescan's criteria for a serious injury and there was no allegation that the self-treatment received was for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.